Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the catheter stuck to the wire. The patient presented with chest pain. Access was obtained through the radial artery. The de novo lesion was located in the left anterior descending artery. The physician advanced a 10/3.5mm flextome cutting balloon to the lesion and during the procedure noticed that the catheter was stuck to a non-bsc ptca guide wire and would not let go. The procedure was completed with another 10/3.5mm flextome cutting balloon. No complications were reported and the patient's status is very good.